Event description:
No device fragment fell inside the patient. Surgeon requested for another thunderbeat device and completed the procedure. The device was inspected prior to use and no abnormalities observed. Generator was on default setting; no error codes.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and additional information regarding the event. The device was returned to olympus for evaluation and a visual inspection was performed on the returned device and found foreign material. The probe is charred. The ptfe pad (teflon pad) was inspected and found it is worn, partially split with metal exposed. Approximately .112¿ of metal is exposed. Additionally, the distal end is damaged. The probe and h electrode (jaw) is misaligned. The root cause to the damage is attributed to user mishandling. Per IFU; ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff, and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff, and/or patient.¿

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a excision of vagal schwannoma right neck procedure, the jaws of the thunderbeat fell apart. It was reported that the white portion of the jaw was noted to be peeling off with metal exposed on the device jaw. There was no reported patient death or injury.